Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter who stated they were troubleshooting a check heater line alarm and decided to only change the cassette. Then the home choice (hc) alarmed check lines and bags. The tsr educated the caregiver (cg) that when needing to change out any supply that the whole setup should be changed out and not just one item as it introduces air into the set up and could cause an infection with the hp. The tsr assisted the hp with ending therapy on the hc to remove the cassette. The tsr advised the cg to dispose of current set up and start over with new supplies. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: the hc was working fine and there were no samples or lot numbers available regarding the event. The nurse was not contacted, so baxter advised the patient to contact the nurse. No patient injury or medical intervention was reported.